Event description:
It was reported during a laparoscopic cholecystectomy the pmw35 staples were malformed and would not hold edges of wound together. The staples were saved and will be returned with instrument. The case was completed with a competitor skin stapler. There was no consequence to the pt.